Event description:
It was reported that the pt underwent multiple aspirations to rule out infection. The pt underwent a revision surgery due to wear and loosening.

Manufacturer narrative:
Eval summary: revision surgical notes stated that the pt had a toe infection and multiple dislocations. It was found that the pt had wear around the femoral head and neck junction but was not grossly worn. The femoral head and neck junction wear had been viewed to be a concern that there may be some soft tissue reaction from the debris. The acetabular shell was found to be loose where after removing the screws from the shell, the shell had fell out of the acetabulum. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened.